Event description:
Catheter was secondary access because his graft had healed. He died in his sleep when his adaptor disconnected. He was a tuesday, thursday & saturday pt. The adaptor initially separated several weeks ago and the pt put it back together and presented at the unit & asked the nurses to tape it. The dialysis unit did not have the replacement adaptors in their inventory. The nurse just reinforced the tape on the extension and sent him home. On thursday he came back and again the adaptor was checked and taped. The sister units in the area had extensions but they were not contacted for any for this pt.